Event description:
It was reported that there was no pacing during a routine patient pulse check. Afterwards, during a follow-up, a telemetry connection could not be established with the device. It was noted that as of march 2010, the remaining device battery life was "min 24 months". The physician suspected that there could be an issue with both the device and the lead. The device was explanted and replaced. During the device replacement procedure, the lead tested "ok". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.